Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device could not be interrogated during follow-up in clinic. Device change-out was planned. The patient is in good condition.

Manufacturer narrative:
.

Event description:
New information received notes that prior to device replacement procedure, the device was found to interrogate with the wand and a message showed that radio frequency (rf) telemetry was disabled due to excessive use. The rf telemetry was re-enabled through the programmer. However, the device was still not able to interrogated with rf telemetry. The device replacement procedure did not occur. Patient was fine.

Event description:
New information received notes that upon interrogation during a follow up in clinic, the device was not interrogated successfully until rf (radio frequency) telemetry was unplugged. The patient was stable.